Event description:
It was reported by the attorney that in 1994, the plaintiff underwent a surgery in which ethicon sutures were used. The attorney alleges that the plaintiff developed an infection of the leg and the bone due to contaminated sutures used.